Manufacturer narrative:
On (B)(6) 2017: during follow up with tandem technical services the customer reported that has returned back on the pump and issues were resolved. The t:slim x2 pump user guide states: if you start to program a bolus, but do not complete the request within 90 seconds, the incomplete bolus alert occurs. You are prompted to return to the bolus screen to complete the request. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an incomplete bolus alert. The customer's blood glucose level was 365 mg/dl which was addressed with a bolus during the event. Additionally, while contacting tandem technical services the customer requested guidance on placing the pump to storage mode until ready to return to the pump. The customer stated was new to the pump and after training experienced a high blood glucose of 265 mg/dl. The customer reverted back to manual injections and alternative pump. Tandem technical services educated the customer on the meaning of the bolus alert and the customer acknowledged.